Event description:
It was reported that the pump usb port was damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle.